Event description:
It was reported that the atrial lead exhibited a high capture threshold during device check. The asymptomatic patient presented in the operating room for atrial lead revision to address the capture issue. During procedure, the atrial capture was intermittent. The lead was repositioned. Patient was stable post procedure and will continue to be monitored.